Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that a perforation with subsequent pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. The watchman® access system (was) along with a non bsc pigtail catheter were advanced into the patient. A perforation of the laa occurred which led to pericardial effusion with cardiac tamponade. The physician believes the perforation was caused by the pigtail catheter. Pericardiocentesis was performed and the patient was stabilized. The procedure was aborted. The patient was transferred to the intensive care unit (ICU) in stable condition.